Manufacturer narrative:
Device evaluation did not show any malfunction. Surgical guide followed the doctor's treatment plan. Review of the treatment plan shows that there appears to be a bone graft on the buccal side of implant site #6. If it is indeed a bone graft, it may have broke off during the osteotomy, leaving the implant exposed on the buccal side.

Event description:
Doctor used the surgical guide to place a dental implant. After the surgery he noticed that the implant had perforated through the buccal bone plate. Doctor performed bone graft and closed up the patient. Doctor will try to place the implant again after 3 months of healing.